Event description:
A surgeon reported that following implantation of an intraocular lens (iol), he noticed a broad band of whitish haze across the center of the optic. He felt the haze might interfere with the pt's view and replaced it with a different iol during the same procedure. The incision was widened to facilitate removal of the iol. The outcome was satisfactory.